Event description:
A malfunction alarm identified as malf 0 was reported, but no notable events occurred prior to the malfunction, and there was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and after resetting, the malfunction did not recur. Cts advised the customer to continue using the pump and to report any future malfunctions. The customer acknowledged the instructions.